Event description:
It was reported the catheter tip had migrated/dislodged. A dye study and x-rays were performed and found the catheter had dislodged from the intrathecal space and was subcutaneous. The catheter was coiled near the anchor. The physician cleared the pump tubing of sufentanil and baclofen and put saline in the pump. The catheter access port (cap) was aspirated. They did three primes of 0.1 and aspirations. The pump was then put in minimum rate mode. The patient had also had an injection of hydromorphone in her back. On (B)(6) 2015, the catheter was revised. A portion of the spinal segment was removed and replaced with an 8598a spinal segment. Post procedure, the patient was receiving hydromorphone and baclofen from the pump. The patient¿s status was reported as ¿alive ¿ no injury.¿ it was unknown if any patient symptoms had occurred with this event. Additional information has been requested regarding the outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).